Event description:
It was reported that this artificial urinary sphincter (aus) pump was not working as intended as it could not be properly activated, resulting in recurring incontinence. Therefore, a revision surgery was performed to remove and replace the component. No patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 12/18/2024 was used as estimate, as it was reported that the device could not be activated at the 6 weeks follow up appointment.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted under microscopic evaluation, no leaks were identified. However, the pump did not pass functional testing. Based on the information available and analysis results, this pump finding could have caused or contributed to the reported clinical observations. Corrected c2/d10: concomitant product/therapy. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The exact event date was not available, therefore the date 12/18/2024 was used as estimate, as it was reported that the device could not be activated at the 6 weeks follow up appointment.

Event description:
It was reported that this artificial urinary sphincter (aus) pump was not working as intended as it could not be properly activated, resulting in recurring incontinence. Therefore, a revision surgery was performed to remove and replace the component. No patient complications were reported.